Event description:
Company representative on behalf of healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d6a; d9; h3; h6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, h6, h11. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. Capsular contracture: unable to observed. Malposition: unable to observed. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Company representative reported a rupture. Healthcare provider reported a right-side rupture. Healthcare provider additionally provided the operative reported which noted "pre-op and post op diagnosis implant exchange: bottoming out, lateral displacement and capsular contracture. The patient had presented with implant malposition of their smooth round silicone implant. On the right the implant capsule was entered and the implant was removed. It was ruptured." The device has been explanted.

Event description:
Company representative on behalf of healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.